Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s home health nurse called and reported that the patient ¿blacked out.¿ the caller was going to follow up with the patient¿s physician. The device remains in use. No further patient complications have been reported as a result of this event.